Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during procedure an ophthalmic suture thread cut easily. The surgery was completed after replacing the products. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Samples were visually inspected and found to be nonconforming, sample 1 - suture is light in color not black, sample 2 - suture is light in color, not black and broken. A dimensional inspection for suture diameter and a functional test for suture tensile strength was performed and both samples were found to be conforming for both tests. Functional channel smash were performed and both sample 1 and 2 were found to be conforming with black suture. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned samples were found to be non-conforming visually, however the samples were conforming for all functional and dimensional testing associated with the reported event, therefore suture cut easily as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The sutures were found light in color; however, since the sutures color within the channels were confirmed as black; a root cause cannot be determined for the complaint as described by the customer. A possible contributing factor would be if the suture was exposed to hydrogen peroxide or hydrogen peroxide based cleaner. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).